Event description:
It was reported that a few weeks after the implant of the new device and right ventricular (rv) lead, there was high impedance on the rv pace portion. Oversensing that appeared to be crosstalk was also noted on the lead along with no capture. A setscrew or header issue was suspected on the device. The pocket was opened and the lead was still locked in place with the screw. Noise was noted with the tug test. The setscrew was unlocked, the lead was evaluated and no problems were detected. The lead was reconnected to the device and all issues were resolved. Both the lead and the device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2013. The programmer save to disk data shows an alert for "right ventricular bipolar lead impedance greater 3000 ohms" on (B)(6) 2013. Ventricular short interval count equals 224 counts, in 13.33 days between (B)(6) 2013 and (B)(6) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334drm implantable cardioverter defibrillator, (B)(6) 2013; 5076 implantable pacing lead, (B)(6) 2006. (B)(4).